Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump stopped working and patient's blood glucose was 75 mg/dl. Customer was hospitalized last (B)(6) 2014, due to blood glucose of 950 mg/dl and patient was vomiting, experiencing diarrhea, and was unconscious. Customer was treated with manual injections. Customer was ok to troubleshoot and found that insulin pump had no delivery alarm, had keypad anomaly, and was exposed to moisture. No further information provided.